Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 57 mg/dl. The customer stated that her doctor had recently prescribed her a medication that may have contributed to the low blood glucose levels. The customer declined any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.